Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: sleeve gastrectomy event description: during laparoscopic sleeve gastrectomy used for clipping along the greater curvature. In total it occurred with 7 clip applier. All with the same lot. They were used at 6 sleeve gastrectomy's. Dates: (B)(6) and two at (B)(6). The sleeve gastrectomy's were performed by 2 different surgeons. (Name redacted). It was not possible to load the clips or clips are not loaded correct. In some cases, after not loading two clips at the same time appeared. Replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Customer has used 7 clip applier with malfunction. They were able to collect 4 of these 7. They can be returned. Intervention: replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Patient status: no patient injury reported.